Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s dexcom g7 continuous glucose monitor (cgm) sensor paired to the dexcom app but did not pair to the ilet pump because the sensor pairing code entered on the pump was incorrect; the agent guided the patient to enter the correct code, after which the pump entered pairing mode and the patient was informed of the pairing period. No adverse clinical symptoms reported. Outcomes included restoration of pairing initiation with user education and no alerts or alarms. User support included customer interview and troubleshooting with verification of correct sensor code entry and device pairing procedure. Investigation of this case revealed user error involving an incorrect sensor pairing code that prevented successful pump-sensor pairing, with device function normal once the correct code was used. It was concluded, based on previously established findings for similar reports, that the cause was use error related to sensor code entry.